Event description:
It was reported that an anesthetized pt received a blister on her left elbow after an mr pelvic scan with the body array coil. The size of the blister is between 6 to 7 cm. The pt received a bandage over the elbow. No further details were provided regarding the medical treatment of this pt. The pt was positioned feet first with her arms above her head. The pt warming questionnaire indicates that padding was not used to pad the pt away from the bore, and that the site used a bed sheet in lieu of padding. The pulse sequences used were fse, fgr, frfse-xl, fse-xl and lava. The pt was scanned for twelve series. The duration for the series was as follows: fse - 26 sec, fse - 26 sec, fgr - 13 sec, frfse-xl - 3 mins 45 sec, frfse-xl - 3 mins 51 sec, fse - 26 sec, frfse-xl - 3 mins 7 sec, fse-xl - 3 mins 53 sec, fse-xl - 2 mins 49 sec, fse-xl - 3 mins 49 sec, lava - 15 sec, and fse - xl - 3 mins 53 sec.

Manufacturer narrative:
A gehc local field team was dispatched to the customer site to obtain scan specific info and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil/ECG checks). System/image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm & rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the burn. The system was determined to be functioning within specifications.